Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The failure to deploy was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that vessel puncture closure of the right common femoral artery was attempted using a proglide device via a 6f sheath relative to a diagnostic procedure. Reportedly, "unable to deploy¿ occurred. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.